Event description:
It was further reorted that target lesion 1 was 8mm long and residual stenosis was 5% after stent placement. Target lesion 2 was 12mm long and residual stenosis was 5% after stent placement. The pt presented 3 days later, with chest pain that upon eval, was considered non cardiac and likely related to panic and anxiety. The pt presented 161 days after procedure with chest heaviness, similar to her pre-index procedure symptoms. Cardiolite study performed 3 days later, revealed evidence of significant ischemia in the mid, distal, and apical segements of the lad. The pt was referred for coronary angiography and was admitted. Cardiac catheteriztion was referred for coronary angiography and was admitted. Cardiac catheterization at that time, revealed lmca mild non obstructive plaquing, lad (target vessel) 90% proximal edge stenosis of previously places stent, 60-70% stenosis in ostial/proximal diag1, lcx no data given, rca no data given. 7 days later, the edge restenosis in the mid lad was treated with cutting balloon angioplasty and placement of a cypher stent. The pt was discharged the next day.

Event description:
Clinical study: it was reported that 168 days after a coronary artery drug eluting stenting procedure, the pt underwent a target vessel reintervention (tvr). Lesion 1 was a 3.0mm, 90% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.00 x 12mm drug eluting stent in the target lesion. Lesion 2 was a 2.9mm, 80% stenosed portion of the mid left arterior descending (mid lad) artery. The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.00 x 16mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 168 days after the procedure, the pt underwent a tvr for proximal edge restenosis of the mid lad. The pt was discharged the next day. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable.